Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2923413 or catalog n-tsx420 through the photos provided.